Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a left hip revision due to pain and cup loosening. Surgeon reported that there was inadequate osseointegration of the cup and that it was loose. The cup was removed easily. Attempts have been made and no further information has been provided.